Manufacturer narrative:
Brand name ; product ID: bi71000529 (lot: -); product type: 2560-mnav - o-arm system. H3: the system was serviced in the field and the medtronic representative (rep) replaced the pendant, performed the motion calibration, and the 2d long film calibration to resolve the issue. Codes b01, c07, d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the pendant was not performing as expected. No patient was present. Troubleshooting information was provided. The site was unsure if the system had been rebooted to see if the issue was resolved. He was not by the system so no troubleshooting could be performed.